Manufacturer narrative:
This harm was not considered to be an adverse event since the incident did not result in death or serious injury and does not have the likelihood to result in death or serious injury to a customer. This is being reported out of an abundance of caution and as per guidance by an FDA inspector who advised that the FDA might be interested in the data for trending purposes. Date of event- this information is unknown as it was not provided by the customer. The lot number for product ematd12010 is td092820, the lot number for product emabn2 is bn2b093020, the lot number for product emabp is bp091720, the lot number for product emast is not available, this information was not provided by the customer. Expiry date for ematd12010 is 09-28-2023, expiry date for emabn2 is 09-30-2023, expiry date for emabp is 09-17-2023, expiry date for emast is not available, this information was not provided by the customer. UDI # for emast is not available, this information was not provided by the customer. The age of the custom device was not provided by the customer. Other note: the incident occured in 2021 but the initial importer and manufacturer were only made aware in (B)(6) 2022.

Event description:
The distributor, glidewell, received a report that a patient had an allergic reaction to his / her ema device. Myerson's ema devices are used to help treat sleep apnea disorders. The patient seem to have had a reaction in the extra oral part of his/her cheek. The onset of symptoms are unknown as this information was not provided by the customer.